Event description:
The distributor contacted animas on (B)(6) 2010, alleging that a pump would not power on. According to the distributor, the pump failed within 5 minutes of swimming. The distributor denied that the battery casing was cracked and the battery cap was "done up past o-ring when issue re-occurred." The pump allegedly would not turn on after attempting to reboot with a new battery. This complaint is being reported due to the unresolved power issue of the pump.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.